Manufacturer narrative:
One 3.4mm acl redux driver was returned for evaluation. Visual assessment confirmed the reported complaint. The distal hex of the driver is deformed and worn. The driver is over five years old and is well worn. Is recommend that all re-usable instruments be routinely inspected for wear/damage and repaired or replaced as necessary. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
It was reported that the redux driver was stripped, it was used to take out old acl screws. The driver was old, it's due to normal wear and could not interface with the old femoral screw. The doctors were not able to remove the screw from the patient. No patient injury was reported.